Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device / perforation (uterus)"), device expulsion ("essure coils had migrated out of her fallopian tubes /migration of essure to uterus"), uterine haemorrhage ("abnormal uterine bleeding"), cholecystectomy ("gall bladder removal") and genital haemorrhage ("heavy bleeding / heavy and irregular bleeding") in a 46-year-old female patient who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irregular menstrual cycle, bloating, adenomyosis, endocervical squamous metaplasia, paratubal cyst, thrombosis and endometriosis. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / painful sex") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced infection ("infection") and urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / chronic pelvic pain / pain"), weight increased ("weight gain"), headache ("headaches"), anxiety ("anxiety"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), chest pain ("pain under breast"), the first episode of abdominal pain lower ("cramping"), back pain ("back pain"), apathy ("loss of ambition") and the second episode of abdominal pain lower ("pain under belly button / abdomen pain"). The patient was treated with surgery (underwent a pelvic surgery / hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, cholecystectomy, chest pain, genital haemorrhage, weight increased, back pain, headache, apathy, procedural pain, menorrhagia, infection and the last episode of abdominal pain lower outcome was unknown, the pelvic pain, fatigue, anxiety and migraine was resolving and the dyspareunia, vaginal haemorrhage, urinary tract infection and nausea had resolved. The reporter considered anxiety, apathy, back pain, chest pain, cholecystectomy, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: displaced essure insert identified in the fundus. One end of the insert is protruding from the left cornu, while the remainder appears to be embedded in the myometrium of the fundus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on an unknown date: essure migrated out of fallopian tubes (B)(6) 2015, hysterosalpingogram was performed. Concerning the injuries reported in this case, the following one were reported via medical record confirming events :uterine perforation, uterine haemorrhage, abdominal pain, pelvic pain, nausea, headaches, anxiety, device expulsion ". Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - new events "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), infection, uti, nausea, pain under belly button / abdomen pain, pain under breast, gall bladder removal" were added. Event perforation was updated as uterine perforation and device dislocation was updated as device expulsion. Lot number was added. New reporter was added. Case updated as medically confirmed. Concomitant conditions was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device / perforation (uterus)"), device expulsion ("essure coils had migrated out of her fallopian tubes /migration of essure to uterus"), uterine haemorrhage ("abnormal uterine bleeding"), cholecystectomy ("gall bladder removal") and genital haemorrhage ("heavy bleeding / heavy and irregular bleeding") in a 46-year-old female patient who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irregular menstrual cycle, bloating, adenomyosis, endocervical squamous metaplasia, paratubal cyst, thrombosis and endometriosis. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In june 2015, the patient experienced dyspareunia ("dyspareunia / painful sex") and fatigue ("fatigue"). In july 2015, the patient experienced infection ("infection") and urinary tract infection ("uti"). In september 2015, the patient experienced pelvic pain ("pelvic pain / chronic pelvic pain / pain"), weight increased ("weight gain"), headache ("headaches"), anxiety ("anxiety"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In january 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), chest pain ("pain under breast"), the first episode of abdominal pain lower ("cramping"), back pain ("back pain"), apathy ("loss of ambition") and the second episode of abdominal pain lower ("pain under belly button / abdomen pain"). The patient was treated with surgery (underwent a pelvic surgery / hysterectomy and salpingectomy) and essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, cholecystectomy, chest pain, genital haemorrhage, weight increased, back pain, headache, apathy, procedural pain, menorrhagia, infection and the last episode of abdominal pain lower outcome was unknown, the pelvic pain, fatigue, anxiety and migraine was resolving and the dyspareunia, vaginal haemorrhage, urinary tract infection and nausea had resolved. The reporter considered anxiety, apathy, back pain, chest pain, cholecystectomy, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: displaced essure insert identified in the fundus. One end of the insert is protruding from the left cornu, while the remainder appears to be embedded in the myometrium of the fundus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - in march 2014: total bilateral occlusion ultrasound scan - on an unknown date: essure migrated out of fallopian tubes mar-2015, hysterosalpingogram was performed. Concerning the injuries reported in this case, the following one were reported via medical record confirming events :uterine perforation, uterine haemorrhage, abdominal pain, pelvic pain, nausea, headaches, anxiety, device expulsion ". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated out of her fallopian tubes") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), apathy ("loss of ambition") and anxiety ("anxiety"). The patient was treated with surgery (procedure to remove the essure devices). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, weight increased, dyspareunia, back pain, headache, fatigue, apathy, anxiety and procedural pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, apathy, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain, procedural pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure migrated out of fallopian tubes (B)(6) 2015, hysterosalpingogram was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("essure coils had migrated out of her fallopian tubes /migration") and genital haemorrhage ("heavy bleeding / heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic pelvic pain"), weight increased ("weight gain"), dyspareunia ("dyspareunia") and migraine ("migraines"). On (B)(6) 2017, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), back pain ("back pain"), headache ("headaches"), fatigue ("fatigue"), apathy ("loss of ambition") and anxiety ("anxiety"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms) and surgery (procedure to remove the essure devices / pelvic surgery). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, weight increased, dyspareunia, back pain, headache, fatigue, apathy, anxiety, procedural pain and migraine outcome was unknown. The reporter considered abdominal pain lower, anxiety, apathy, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, perforation, procedural pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure migrated out of fallopian tubes. On (B)(6) 2015, hysterosalpingogram was performed. Most recent follow-up information incorporated above includes: on 16-nov-2017: summons received - new events "perforation of the essure device and migraines" were added. Product implants date was updated. Event start date was updated for the events chronic pelvic pain, heavy and irregular bleeding, dyspareunia, migraines, weight gain, and migration/perforation of the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.